Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo pulmonary vein isolation (pvi) ablation procedure, a pericardial effusion occurred. After ablating the left atrial appendage, the patient became hypotensive and a echocardiogram revealed a small pericardial effusion had occurred. A drain was placed to attempt to resolve the effusion, but the bleeding could not be stopped. The patient was then taken to surgery. The patient is currently in stable condition recovering. There were no performance issues with any abbott devices.